Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿

Event description:
Patient reported they underwent an initial total hip arthroplasty on (B)(6) 2005. Subsequently, the patient reports that a revision procedure has been recommended due to patient allegations of an unknown collection in hip area and nerve sensations when bending over. No revision procedure has been reported to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Additional information received reported that patient underwent a revision procedure on (B)(6) 2016 due to a cyst. During the procedure, the head was removed, and a head and liner were implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
Patient reported they underwent an initial total hip arthroplasty on (B)(6) 2005. Subsequently, the patient reports that a revision procedure has been recommended due to patient allegations of an unknown collection in hip area and nerve sensations when bending over. No revision procedure has been reported to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Additional information received from the patient alleges a revision procedure on (B)(6) 2016 due to a cyst. During the procedure, the head was removed, and a head and liner were implanted. Additional information received from operative report indicates patient underwent a revision procedure on (B)(6) 2016 due to periarticular cyst and elevated metal ion serium levels. The femoral head was removed and replaced. During the procedure, the surgeon was resecting scar tissue when the scalpel blade fractured in the patient's wound. All of the pieces were removed from the patient's wound.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04431 / 04702).

Event description:
Patient reported they underwent an initial total hip arthroplasty on (B)(6) 2005. Subsequently, the patient reports that a revision procedure has been recommended due to patient allegations of an unknown collection in hip area and nerve sensations when bending over. No revision procedure has been reported to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.